Event description:
It was reported that the customer passed away. Reportedly, the customer had experienced symptoms of gastroenteritis: nausea and tiredness the day before the customer passed away. At the time of retrieving supplies, the infusion set cannula (manufactured by convatec) was observed to be bent. It was not known whether the bent infusion set cannula was in place during the incident.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.